Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the reported failure was due to the external usb data cable which was connected to the device during use. The customer replaced the usb cable from their inventory and physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control advised the customer to not leave the usb cable connected during use.physio further evaluated the removed usb data cable and determined that the 12 volt line was shorted out, which caused the device to power itself off.

Event description:
The customer reported that during a patient event, their device lost power while monitoring the patient. The customer was dispatched to the scene of a patient complaining of chest pain. During the process of monitoring the patient, the device exhibited the loss of power. The crew was able to immediately power the device back on and continue care. The patient did not suffer any adverse effects as a result of the reported failure.